Manufacturer narrative:
The customer reported that the front case keypad of four pcu modules were unable to turn on and therefore, will be replaced. Testing performed on the returned keypads found 2 of the 4 returned keypads unexpectedly powered on and the keypad system on light stayed lit, and the remaining 2 keypads failed to power on the pcu. During internal inspection, all 4 keypads were found with signs of fluid ingress where the flex cable meets the circuit layer. Previous cad failure investigations have identified this issue associated with fluid ingress entering the keypad resulting in contaminated keypad traces. Consequently, the keypad circuit layer becomes damaged, creating an open or short circuit producing unresponsive keypad keys when corresponding keys are pressed. An extensive investigation for this issue has been previously performed and completed and bd has initiated a recall of the pcu keypad assembly in august of 2020 for the issues of unresponsive keys or stuck keys that induce a system error. The recall covered devices that were manufactured from 07apr2017 to the present. Electrical failure ¿ design. Device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known, the investigation is documented within a CAPA, and a field action has been initiated. H3 other text : only keypad was provided for investigation.

Event description:
It was reported that the front case keypad of four pcu modules were unable to turn on and therefore, will be replaced. There was no reported patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the front case keypad of four pcu modules were unable to turn on and therefore, will be replaced. There was no reported patient involvement.